Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros digoxin (dgxn) results were obtained from a single level of non-vitros mas omni-core control, lot ocr2406 using vitros dgxn slide lot 1929-0266-7394, tested on a vitros xt7600 integrated system. Mas level 3 dgxn result of 1.59, 1.46, 1.44, 1.40, 1.61, 1.53, 1.58, 1.63,1.44, 1.63, 1.62, 1.03, 1.44, 1.39, 1.57, 1.65, 1.65, 1.64, 1.56, 1.43, 1.59, 1.57, 1.41, 1.47, 1.25, 1.66,1.54, 1.65, 1.60, 1.59, 1.63, 1.57, 1.30, 1.43, 1.35, 1.14, 1.40, 1.59, 1.44, 1.61, 1.49, 1.62, 1.32, 1.59, 1.59, 1.57, 1.31, 1.64, 1.43, 1.29, 1.29, 1.56, 1.54, 1.61, 1.52, 1.50, 1.64, 1.60, 1.54, 1.50, and 1.65 ng/ml vs. An expected result of 2.17 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were isolated to a non-patient quality control sample. The customer made no indication that patient sample results were affected. There were no reported allegations of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 601825.

Manufacturer narrative:
The investigation determined that lower than expected vitros digoxin (dgxn) results were obtained from a single level of non-vitros mas omni-core control, lot ocr2406 using vitros dgxn slide lot 1929-0266-7394, tested on a vitros xt7600 integrated system. The assignable cause of the event was most likely an instrument related performance issue. Within-run precision results were outside of acceptable guidelines for both the vitros dgxn and crbm assays. Since both assays are immunorate assays, this indicates the vitros xt7600 integrated system was not performing as intended. An ortho field engineer will go on site to investigate and resolve. The mas level 3 control in use at the times of the events cannot be ruled out as contributing to the event. A review of mas quality control results obtained using vitros dgxn slide lot 1929-0266-7394 indicate there was within-lab imprecision using the mas level 3 control. A review of the results in e-connectivity determined the issue was not calibration driven, as results shifted low within calibration. In addition, in most cases, acceptable results were obtained from the same vitros dgxn cartridge, indicating the event was not likely caused by a reagent performance issue. It is unknown if the customer used an alternate vial of mas level 3 control fluid when acceptable results were obtained. It is also unknown if the initial results were obtained from a level 3 control fluid that was not brought to proper fluid temperature prior to testing or if the open vial stability for the mas level 3 control was expired. It is possible improper fluid handling storage or protocol was the cause of the event, however, this could not be confirmed. No information was provided concerning pre-analytical sample handling for the mas level 3 control. Therefore, improper sample handling protocol cannot be ruled out as contributing to the event. In addition, a performance issue with vitros dgxn slide lot 1929-0266-7394 cannot be ruled out as contributing to the event. Continual tracking and trending did not indicate a performance issue with vitros dgxn slide lot 1929-0266-7394.